Event description:
It was reported that the memory was lost after the battery was changed. No alarm occurred. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.